Manufacturer narrative:
Analysis of programming history.

Event description:
MFR review of vns programming history for a pt indicated that on (B)(6) 2008, the vns was interrogated and settings were 2ma/30hz/500pw/30sec on/0.8 min off. System diagnostics tests were then performed twice and showed "fault" for communication status. A final system diagnostic test was performed at 1:56:41 pm which resulted in output status = ok, lead impedance = ok, dcdc code = 1; eos = no. A final interrogation was performed which showed the vns was set to 0ma/20hz/500pw/30sec on/60min off. The pt returned to the office on (B)(6) 2008 and was interrogated and settings were 0ma/20hz/500pw/30sec on/60min off. The pt was then reprogrammed to 1.5ma/20hz/500pw/60sec on/1.8min off.